Manufacturer narrative:
19.03.2024 sg vdw: investigation done: no smooth breakage, breakage do to thermal influeance. Misuse. Nothing unusual to report was found during DHR review. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that 9 eddy irrigation tips broke during use. The exact number of patients is unknown. All broken parts were removed from the mouth. No injury resulted. This is report 7 of 9.